Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30949034l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that pericardial effusion occurred. Blood pressure decreased at the end of the procedure and revealed by surface echography. Adverse event was a cardiac tamponade. Pericardial effusion drainage was performed. The physician's opinions on the relationship between the event and the product was unknown. Relevant medical history was unknown. Relevant tests/laboratory data was unknown. Additional information was provided. Prior to noting the cardiac tamponade, ablation was performed. No evidence of a steam pop. The event occurred at the end of the procedure, the pericardial effusion was revealed with surface echography. No error message observed. Force visualization features used was real time graph; dashboard; vector; visitag. Additional filter used with the visitag was fot. Tag index was used. The physician commented that the cause of the adverse event was unknown. The outcome was the patient was discharged from the hospital after improved. The discharged date was unknown. The patient did not require extended hospitalization because of the adverse event. Transseptal puncture was performed and a jll¿s rf needle was used. An irrigated catheter was used in the event and the flow setting was pre: 1sec, post: 2sec, irrigation setting during ablation was 8-15ml/min. Correct catheter settings were selected on the generator. The pump flow setting was normally controlled by the generator. Visitag module parameters for stability were (range; time; fot; tag size) range:/1.5 time:5s/fot:50%, 6g/tag size:2.